Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump suspend while he is sleeping. Customer stated that the insulin pump alarms she is low because the sensor is reading below 60 mg/dl but his blood glucose is normal. Customer also stated he received a calibration error. Blood glucose value was 130 mg/dl. Nothing further reported.